Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. A visual evaluation of the product received confirmed that the blue catheter had broken, cracked, and kinked at several locations. A break was identified at the 218.5 cm location as measured from the distal tip of the balloon. There were also kinks in the blue catheter located at the 220.5 cm and 222 cm locations and cracks at the 224 cm, 225.5 cm, 226 cm and 228.6 cm locations - all measured from the distal tip of the balloon. Contrast residue could be seen along the blue catheter body as well. A functional test could not be performed due to the damage identified on the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation of the small intestines procedure, the physician selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. A double balloon small intestine endoscope was inserted and was delivered to a stricture. The device was inserted in the endoscope, but the user felt strong resistance while advancing the device. The user removed the device from the body and several kinks were noted in the device. Hbd-w-8-9-10 was used instead and the procedure was completed. On 17-nov-2020 the product was returned and the investigation determined that the catheter was broke. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.